Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block (chb) and left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given, the patient was not on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed chb along with pr interval and lbbb. Hospitalization was prolonged and a temporary pacemaker was placed. Further evaluation resulted in a permanent pacemaker implant recommendation. Five (5) days post index procedure, a permanent pacemaker was implanted successfully. On the same day, the event was considered recovered/resolved.